Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 700 mg/dl. Customer was treated with a shot of humalog 12units and she was in there hospital for 3 hours and it went down. Customer did not want to troubleshoot for high blood glucose because of her injury not the pump.